Manufacturer narrative:
Additional information: product analysis results: ibt returned with radial rupture of the balloon on the proximal peak. The rupture is likely due to contact with bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty surgery due to primary osteoporosis and compression fracture. Intra-op, while inflating the balloon in the vertebral body, leakage of contrast media occurred. So the balloon was taken out, and it was found that the balloon was ruptured. No fragment of the instrument remaining in the patient. No patient symptoms or complications as a result of this event.